Event description:
End user reported tripping as she tried to transfer out of the power wheelchair. End user reported trying to straddle the footplate to get out of the power wheelchair instead of lifting the footplate to the "up" position. Allegedly, she fell and hit her head on the footplate and then on the concrete pavement.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user attempted to transfer out of the power wheelchair without lifting the footplate to the "up" position as warned in hoveround's owners manual.